Event description:
Boston scientific received information that during a change out procedure, this lead was noted to be stuck in the header of the associated device. Damaged to the lead's terminal end, insulation and lead body were noted. The lead was surgically abandoned and the device explanted. There were no adverse patient effects reported. The device has been returned for analysis.

Manufacturer narrative:
(B)(4). The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, external visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing.